Manufacturer narrative:
The t:flex user guide states: replace the cartridge every 72 hours if using novolog. Use only single-use disposable cartridges from tandem diabetes care. Reuse of cartridges may result in over-infusion or under-infusion and may cause serious injury or death. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels of up to 300 (mg/dl) for 2 months. Customer would administer correction boluses to treat their bg levels. Reportedly, customer stated that they would change their cartridges every 5 days and noticed that their bg levels would elevate when it got close to their supply change. Customer was reminded that novolog is indicated for use up to 72 hours. During follow-up calls with the customer on 08/09/2016 and 08/18/2016, customer reported that they had been changing their pump cartridges within the labeled time frame, but they still experienced elevated bg levels of up to 425 (mg/dl) and felt physically ill. Reportedly, customer noted that this occurred when the insulin in their cartridge would decrease below 100 units. Review of pump data by tandem technical support revealed that the customer sometimes refills their pump cartridges. Recommendation was made to consult with health care provider to discuss diabetes management.